Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted. Concomitant products included oral contraceptive nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon receiving a internal confirmation, it was confirmed that cases (B)(6) ((B)(6)) and (B)(6) ((B)(6) ) are duplicates of each other. All the information from this case was transferred to retention case (B)(6). Nullification reason: duplicate case is identified with follow-up information. This case is marked for deletion. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.